Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and they were not able to seat the battery into the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. The report was cleared prior to receiving the device and did not reoccur. An internal inspection found mold contamination. The device was deemed unrepairable and was scrapped. Analysis of reports of this type has not identified an increase in trend.